Event description:
The customer called to report that she did not feel the cannula insert. The pod was worn for less than an hour, during which time her bgs elevated to the 300mg/dl range. She removed the pod and noticed that the cannula "had not inserted all the way." The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.